Event description:
Newly activated freestyle libre 14 day sensor at 0338 hrs gave reading of 105 mg/dl when I had hypoglycemic symptoms. Fingerstick at 0339 hrs measured 66 mg/dl. Sensor had been applied prior evening at 2200 hrs. This is the third sensor I've used and the first to have significant variation from finger stick readings and symptoms. I started to compare sensor readings (sr) and fingerstick (fs) readings. At 1151 hrs sr = 141, fs=109 (32pts high); 1335 hrs sr=125, fs=102 (23pts high); 1812 hrs sr=174, fs=173(1pt); 2053 hrs sr=195, fs=213 (18pts low). On 18 october: 0120 hrs sr=156, fs=176 (20 pt low); 0845 hrs sr 148, fs 134 (10 pt high); 1133 hrs sr=134, fs=119 (15pt low); 1911 hrs, sr=124, fs=119 (5 pt high); 2136 hrs, sr=68, fs=77(9 pt low); 2354hrs sr=171, fs=178 (7 pt low). On 19 oct: 1030 hrs sr=114, fs=128(14pt low); 1222hrs sr=157, fs=136 (21 pt high); 1545hrs, sr=115, fs=95 (20pt high); 1733 hrs, sr=72, fs=84 (12pt low); 1803 hrs sr=84, fs =70 (14pt high); 2009 hrs, sr=134, fs=105 (29pt high). On 20 october: 0042 hrs, sr=357, fs=338 (19pt high); 1004hrs, sr=148,. Fs=128 (20pt high); 1251 hrs, sr=200, fs=142 (58pt high); 1527hrs, sr=83, fs=50 (33pt high); 1546 hrs, sr=71, fs=69(2 pt high); 1845hrs, sr=330, fs=279 (51 pts high); 2244 hrs, sr=303, fs=286 (17pt high). On 21 october: 1030 hrs, sr=116, fs=103(13pt high); 1328hrs, sr=209, fs=178(31pt high); 1710hrs, sr=88, fs=73 w / symptoms. I called abbott's service center on 18 october at 1200 hrs. They told me it was due to the vit c I was taking (1gm bid) and levels should become comparable shortly. I called again on 19 october at 1730 hrs and shared the readings. I was told the sensor was defective. Remove it, replace it with backup and they send me a new sensor in 3-4 business days.